Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090993.

Event description:
It was reported that the experienced loss of coverage on the right side due to lead migration. The lead was revised and remains implanted in the patient. The patient was doing well postoperatively.